Event description:
Patient reported left side "capsular contracture baker grade unknown." Patient later reported capsular contracture baker grade IV. Device has been explanted. Patient was prescribed montelukast (singulair) to treat "hard left breast" after diagnosis.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional, later reported, left side capsular contracture, baker grade IV. Device has been explanted. Patient was prescribed montelukast (singulair) to treat "hard left breast", after diagnosis.

Event description:
Patient reported, left side "capsular contracture baker, grade unknown". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.